Manufacturer narrative:
The lens was returned in a specimen cup with an unknown liquid. The lens was cut into two pieces across the center of the optic. The power and resolution could not be re-verified due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The power and resolution could not be re-verified due to the optic damage. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the (2.25cyl), 21.0 diopter (add power +2.2/+3.2) lens was exchanged for a non-company monofocal toric 21.0 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following intraocular lens (iol) implantation, patient had bad vision. The lens was removed and replaced with a monofocal lens in a secondary procedure. The clinical reason for explant was visual disturbance. Additional information was received. The iol exchange was done with a non-company lens.